Event description:
Customer reported that on (B)(6) 2014, (the morning of the call) he noticed a low battery icon on the display of his adc blood glucose meter. Customer further reported that due to this he believed he could not test but then self-administered an unspecified amount of insulin. It was further reported he subsequently experienced "low sugar" and was treated by his family member with four glucose tablets; he took an additional one himself. Customer denied losing consciousness. No further information was provided as the customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number of the meter is unknown; hence the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.